Manufacturer narrative:
Evaluation - no product was returned, hence visual or dimensional inspection could not be completed. No lot number was provided; hence DHR could not be completed. If more information is received, this investigation will be reopened. (B)(4).

Manufacturer narrative:
Customer indicated that there is no product/device to be returned for investigation analysis.

Event description:
It was reported that a revision surgery was performed to remove a 3cm cyst. The plate was removed to gain access to the cyst with a large drill. The plate was then returned and the lag screw keyed into the plate and turned. No further complications were reported.